Manufacturer narrative:
This adverse event will be updated upon completion of the investigation.

Event description:
Boston scientific received information in mid-march 2016 that this patient, implanted with this device and lead system, died on (B)(6) 2015. The chronic lead system had been implanted in december 2002. The chronic device was implanted in october 2009. The cause of death was attributed to septic shock. There were no reported allegations that the use of the implanted system or implant procedure caused or contributed to the patient's sepsis or death. This adverse event is currently under investigation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information from the local representative that from the physician's perspective, the patient sepsis and death were non-implant system related.